Event description:
Customer stated "had the pad on top of her shoulder when she felt a shock to her hand ". Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that it appeared as though a dog/small animal had gotten ahold of the customers cord and was chewing on it. The cord had small bite marks imprinted on it exposing the wire. Customer did not seek out medical attention. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.